Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon revised patient's hip due to the head disassociating from the stem. Upon revision surgeon noted black fluid in the capsule as a sign of trunnionosis.